Manufacturer narrative:
(B)(4).

Event description:
It was reported the customer has experienced an ongoing issue with the tip of the peel-away sheath peeling back upon advancement through the skin. The customer does not perform a skin nick and are now using the (B)(4) mst kit in conjunction with this kit in order to place the catheter. There were no patient deaths and no patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the sheath tip peeled back during insertion was confirmed. Returned was a sheath over a dilator. With the unaided eye the dilator was bent 0.5 inch from the tip and the sheath tip appeared deformed. Microscopic examination revealed that the sheath tip was deformed and peeled back. The sheath length measured 2-3/4", which met specification of 2-5/8 - 2-7/8" per sheath graphic. The length of the dilator measured 3-15/16", which met specification of 3-3/4 - 4" per dilator graphic. The od of the dilator body measured 0.073" using ring gauges, which met specification of 0.071 - 0.075" per dilator extrusion graphic. The ID of the tip of the sheath could not be measured due to the damage. The instruction booklet provides insertion techniques for the sheath/dilator assembly. The IFU directs the user to pre-dilate if necessary. It was reported that a skin nick was not performed. A rev iew of the device history records did not reveal any manufacturing related issues. Based on the reported information, the time of discovery and the condition of the sample, operational context caused or contributed to this event. No further action will be taken.